Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive when the customer attempted to toggle to the "abc" option of the transmitter ID keypad. Customer's blood glucose level was not impacted. Customer stated the pump would continue to be used for insulin therapy but also confirmed that an alternate method of insulin delivery was available.